Event description:
Baxter received a report from a baxter technician stating the head casters were not holding while the brakes were set. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The baxter technician found the¿head casters needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician suggested replacing the front 2 casters. If more information is received, the complaint will be reevaluated. Based on this information, no further action is required.